Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wash their hand or wear a mask. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the event. On the same day of onset, the patient was treated with intraperitoneal (ip) vancomycin ( 2 grams, twice weekly for 2 weeks) and ip cefepime (1 gram, once daily for 2 weeks) for peritonitis. The patient was retrained on proper aseptic technique and was recovering from the peritonitis. Dianeal and extraneal viaflex therapies were ongoing. Additional information was requested, but is not available at this time.